Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer experienced vomiting. The caller mentioned having a bent cannula. Troubleshooting was performed. The customer stated after being in the emergency room for six hours, her glucose level dropped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.